Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to erosion. Reportedly, the device is hanging out. There were no additional adverse patient effects reported. All available information indicates that as of this time, the ICD remains in service.